Manufacturer narrative:
One medfusion 3500 pump was returned for analysis in good condition. The device was tested by performing the power up process to confirm the appearance of the reported primary audible alarm post error. The reported issue was unable to be duplicated. No physical or any other damaged was found on speaker or interconnect board. The speakers will be replaced as preventative maintenance. The device passed all functional testing.

Event description:
Information was received indicating that a smiths medfusion 3500 syringe displayed a primary audible alarm error. There was no patient involved.